Event description:
It was reported that a stent's outer plastic coating that locks into the device was allegedly separating. According to the tech, the tracking anatomy was not tortuous or calcified and was a straight shot. A 9 f sheath and 0.035 wire were used for the procedure. The physician had deployed the stent nearly half way, when the separation was noticed. He removed the device and used a different brand to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample eval is currently underway.